Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention was reported. The patient would continue to be monitored.